Event description:
It was reported that pump gave no disposable alarm on three different 100 ml cassette with flow stop. Alarm issue was resolved by removing green tab from top of cassette and re-seating cassette on pump prior to calling accredo. No further details provided. No patient injury was reported.

Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. Operator of device is unknown. No information has been provided to date. Initial reporter also sent report to FDA is unknown. No information has been provided to date. Premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No information has been provided to date.